Event description:
Siemens was notified on (B)(4) 2013, that on (B)(6) 2013 at approximately 23:00, the CT system suddenly reset on its own. Then, the user noticed a burning smell that was coming from the irsmx2c and the system was shutdown immediately. Reportedly, the burning smell spreads throughout the whole ground floor of the facility and every was evacuated. There is no report of injury to a patient or facility personnel. The reported issue occurred in malaysia.

Manufacturer narrative:
Siemens became aware of the reported event on (B)(6) 2013. This MDR is being mailed on (B)(4) 2013. Siemens' preliminary investigation revealed that the burning originated from the cbr d11 (electronic board) and the power cables inside the irsmx2c computer. The complete irsmc2c - fru irsmx2c computer has been replaced. However, siemens' investigation into this issue is on-going and a supplemental report will be submitted upon completion of the investigation.